Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain. Update 03/22/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported constant pain and metallosis. Patient was reported to have lost 1000ml of blood during primary implant surgery. MRI results reportedly showed heterotopic bone formation about the greater trochanter. Revision surgical note reported minimal metal debris and surgeon was unable to remove liner from cup related to cold weld so he revised entire cup for that reason. Cup is being added. Part/lot updated.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.